Event description:
The patient was to have 500 ml of 0.9 % nacl administered. When rn went into the patient's room, I noticed that 1000 ml of 0.9 % nacl bag had all been administrated. Prior to hitting start nursing did a double check the amount to be administered (vtbi) on the pump in the patient's room. Nursing verified 500 ml vtbi on the pump.